Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 768 mg/dl. The customer stated that she had received the no delivery alarm but did not wake up. The customer woke up with high blood glucose, changed the insertion site location, delivered a bolus but her high blood glucose kept rising. The customer expressed being nauseous, tired and having ketones. The customer confirmed the cause of the hospitalization as diabetic ketoacidosis. The customer was treated with an insulin drip. While troubleshooting, the customer declined the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product. The customer was advised to call back in order to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.